Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchitis treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6), 2012. The procedure was completed successfully with no issues noted. On (B)(6), 2012, the patient experienced bronchitis. The bronchitis was treated with pulmicort and biaxin xl. The event was considered resolved as of (B)(6), 2012. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6), 2012. (B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(4) study. This complaint is being reported based on the event of bronchitis treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced bronchitis. The bronchitis was treated with pulmicort and biaxin xl. The event was considered resolved as of december 3, 2012. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 2.21, fev1 % predicted: 91.32, fvc: 3.06, fvc % predicted: 99.67; post-bronchodilator, fev1: 2.44, fev1 % predicted: 100.83, fvc: 3.22, fvc % predicted: 104.89. **additional information received since (B)(6) 2013** the clinical site corrected the resolution date of the bronchitis to (B)(6) 2012.

Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. Bronchitis is a known adverse event listed in the dfu. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4).